Manufacturer narrative:
Date of event was not reported, the aware date was used as an estimate. Implant date was estimated.

Event description:
It was reported that the implant did not seal. It was reported via social media that a patient had a watchman closure device implanted in 2016. It was reported that there was an exposed lobe and at an unknown date the closure device was explanted and the laa was removed.